Event description:
It was reported that the patient was complaining of diaphragmatic stimulation. Chest x-rays showed that the lead was perforated. As such, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.